Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 596 mg/dl customer experienced different blood glucose levels was 400, 396 mg/dl. Customer current blood glucose level was 396mg/dl. Customer treated with bolus. Customer did not receive a change sensor alert after a calibration not accepted. Troubleshooting was performed. The product will not be return for the analysis.